Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, customer went to the emergency room (ER) due to blood glucose (bg) level of 770 mg/dl and a high level of ketones. Bg was treated with intravenous insulin, and saline, and anti nausea medicine. Reportedly, customer left the ER 12 hours later with customer in stable condition (117 mg/dl). Reportedly, customer reverted to manual injections for insulin therapy.